Manufacturer narrative:
Other text: d4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that during cannula care after showering in the patient's home. The cuff was blocked with 8ml. "No manipulation, sudden loss of the cuff. Aqua spurts out of the cannula". Immediately changed the cannula without harm to the patient. Upon inspection of the cannula afterwards, a pinhead-sized hole was found in the cuff.